Event description:
Cmc gyn major pack lot #807181 only contained 9 raytec. The white paper strap was around them and removed for counting. The pack only contained 9 raytec. They were gathered up and removed from the room. Manager and charge nurse notified. Individual sterile pack of raytec opened, counted, and used for case.